Event description:
It was reported that the rigid video scope had a light bleed symptom. The issue was found during set up / inspection for use (before patient in room). There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information provided by the customer.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed due to distal end cover glass failure. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: insufficient cleaning of device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.